Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The facility representative contacted baxter to report an auto syringe infusion pump as50 that error code l000022 that occurred on (B)(6) 2010 during patient therapy. Patient therapy was interrupted. It is unknown where the event occurred. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.